Event description:
It was reported that the patient underwent a revision procedure due to urethra atrophy and recurring incontinence with an artificial urinary sphincter (aus) on (B)(6) 2018. The aus cuff was explanted and not replaced and the tube was closed off. On (B)(6) 2019, the physician went back in to implant a new aus cuff and the physician observed that the filling solution was not clear, the aus pump and balloon was then explanted and a new aus cuff, pump, and balloon was implanted.